Event description:
It was reported that a shaft break occurred. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment of the mildly to moderately tortuous posterior descending artery (pda). During the procedure, difficulty was experienced advancing the device to the intended location. A guide extension catheter was introduced and the shaft of the device broke during advancement. The device was snared and removed from the patient. The vessel was left alone and not treated with anything. There were no patient complications.

Event description:
It was reported that a shaft break occurred. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment of the mildly to moderately tortuous posterior descending artery (pda). During the procedure, difficulty was experienced advancing the device to the intended location. A guide extension catheter was introduced and the shaft of the device broke during advancement. The device was snared and removed from the patient. The vessel was left alone and not treated with anything. There were no patient complications.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event of a shaft break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (mildly to moderately tortuous pda) were met which resulted in the reported event of difficulty experienced while advancing the device to the intended location, however this cannot be confirmed. Without a returned device it is not possible to confirm the complaint allegation of break in the shaft and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.